Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient lowered the level from 1.2 to 1.1 on (B)(6) 2017 and hadn't had any problem. They did not notify their hcp of the issue. The cause of the stimulation in the buttocks and going down the left leg was determined to be the programming; going from 1.2 to 1.1 made it okay and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. No steps have been taken yet to resolve the patient's inability to empty their bladder. No further patient complications have been reported as a result of this event.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had stimulation in the wrong location. They stated that they experienced an ¿odd reaction¿ where they could feel the stimulation across their buttocks and down the left leg. The patient indicated that their healthcare professional (hcp) had adjusted the programming yesterday. The patient was to follow with the hcp for the issue. There were no further complications reported or anticipated. Additional information was received the patient experienced painful stimulation when exercising. Patient had to turn down stimulation and it was stated they were leaning back on the stimulator. Patient reported that they experienced stimulation running through their buttocks and legs after they were reprogrammed. They stated their healthcare provider changed the stimulation because they were not totally emptying their bladder. Patient also reported they were having a lot of leakage, but that had been taken care of.